Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck at the black screen and had no power. A field service engineer found that the auxiliary drawer 5.2 was preventing the station from booting, disconnected the drawer and identified that the boards required replacement due to the drawer being non-functional, replaced the drawer board for drawers 5.1 and 5.2, as well as the pyxibus control board. After completing the replacements, the drawer was fully functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary screen was black and there was no power. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary screen was black and there was no power. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.